Event description:
It was reported when using the bd pyxis medstation es system keyboard backspace key was not working. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the backspace key was not working. The technical support specialist re-installed keyboard hid driver and rebooted the system to resolve. The system functioned as intended after the technical support specialist investigated the device.